Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable creatinine (enzymatic) and albumin results for multiple patient samples. The customer noticed that a probe on the rinse unit was dripping so they removed and cleaned the nozzle. The dripping stopped. The results appeared normal and were verified on another modular p800 module. However, further erroneous results occurred the following day on (B)(6) 2017. Of the data provided by the customer, only the results for six patient samples were discrepant. Patient 1: initial albumin result was 50 g/l and the repeat result was 38 g/l. Patient 2: initial creatinine result was 128 mg/dl and the repeat result was 79 mg/dl. Patient 3: initial creatinine result was 122 mg/dl and the repeat result was 90 mg/dl. Patient 4: initial creatinine result was 109 mg/dl and the repeat result was 82 mg/dl. Patient 5: initial creatinine result was 120 mg/dl and the repeat result was 85 mg/dl. Patient 6: initial creatinine result was 168 mg/dl and the repeat result was 94 mg/dl. The erroneous results were reported outside the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative engineer investigated the rinse units, nozzles, and tubing. He found one of the waste tubings was blocked at the vacuum chamber, mechanical damage to the laundry unit where one of the locating pins were broken off, and issues on the reagent stirrer mechanism. He replaced the tubing and no further issues were reported.